Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the micropore-surgical tape 1 x 10yds made her itch. The patient stopped using it two months ago. The nurse (B)(6) approved to have the item removed from her prescription. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).